Manufacturer narrative:
The investigation has been completed. The data logs confirmed the low flow when the pump started and remained to the rest of the case that triggered auto suction response and suction alarms. The product was not returned for review. Based on clinical description, the root cause of low flow was most likely kinked cannula.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported after impella cp was delivered to the left ventricle and support was started, the pump flows were lower than expected. The physician attempted to reposition the pump to resolve the low pump flow, but flows remained reduced at about 1 liter pre minute. The decision was made to remove the impella and place a new impella cp device. No patient harm was reported and the patient survived the procedure.